Manufacturer narrative:
Analysis of the device revealed that the glass cap shows a crack at the fiber/cap fusion zone. The glass cap exhibits severe devitrification at the output window. The metal cap exhibits mild detritus adhesion on surface. The outer flow tubing open end exhibits signs of melting, partially torn, minor scratch marks, and severe contamination, likely biologic. The fiber is broken within the outer flow tubing at open end. The fiber is broken within the outer flow tubing 2cm from the tip and exhibits indication of bending, and no melting at break location. The fiber was tested with hene laser fixture, aim beam was visible at outer flow tubing break. The probable cause of the observed crack to the glass cap is heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. The cause for the observed fiber break within the outer flow tubing is excessive bending. An evaluation conclusion code of operational context was assigned to this investigation.

Event description:
Analysis of the device revealed the glass cap shows cracks at the fiber/cap fusion zone and a break within the outer flow tubing. Based on device analysis, the potential for forward firing may exist. There was no patient injury.